Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. -the reported phenomenon was reproduced. The light bulb did not light due to the lamp error due to a converter failure. -the contacts of the video connector socket was corroded. -the video connector socket could not be locked because the locking mechanism failed. -the light guide connection rattled due to wear on the output connector. -the battery of the printed circuit board was exhausted. About 12 years have passed since the device was delivered. There is a possibility that the lamp lighting failure occurred because the converter unit deteriorated over time due to long-term use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the light bulb did not light up. There was no report of patient injury associated with the event.